Manufacturer narrative:
The pump was returned and destructive analysis identified residue and wearing. Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 10 mg/ml morphine at 3.7mg/day via an implantable infusion pump for chronic low back pain. It was reported that a motor stall was seen upon interrogation of the pump. When surgical intervention occurred it was noted that the catheter was coiled in the pump pocket. The pump and catheter were replaced. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.